Event description:
Patient reported the last couple weeks her infusion pump was intermittently alarming. Patient further stated the beeping would go away when the patient lightly pounds on it, but the beeping comes back and happens throughout the day and over night. No error code message was seen on the monitor. The reported fault did not cause or contribute to a patient or clinical injury. No further information is known.